Manufacturer narrative:
The explanted stent graft was not returned for evaluation.

Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. The patient had a secondary intervention approximately 24 months post stent graft implantation. It was reported that the stent graft had migrated and was repaired with an aortic cuff. The patient did not return for follow-up appointments for the next 60 months. The patient presented emergently and the CT demonstrated that the aneurysm had ruptured. The physician elected to explant the stent graft (2007 - exact date is unk). No additional clinical sequelae were reported and the patient is fine.